Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor position encoder error alarm and then received a motor error alarm. Customer reported that insulin pump was exposed to MRI. Customer reported that drive support cap appeared normal. Customer's blood glucose was 155 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motor position encoder error alarm and operating currents due to motor error alarms. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken battery tube threads, broken reservoir tube lip, cracked case at the reservoir tube window corners and missing the reservoir tube o-ring.